Event description:
It was reported that high impedance messages resulted after performing a system and normal diagnostics tests. The device was then programmed off. X-ray evaluation by the manufacturer revealed no obvious lead fractures. Possible lead revision is pending. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.